Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left motor is locked up. He states the chair isn't throwing a code and states the chair will jump and roll forward intermittently as well.